Event description:
A consumer reported decreased near and intermediate vision following intraocular lens (iol) implant surgery. The consumer reported that he could see to read when he used over the counter reading glasses. He had been given prescription glasses, but was unable to read with those glasses. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 02/20/2009.